Manufacturer narrative:
Based on the log analysis the reported ventilator failure could be confirmed. It was found that the pcb of the monitor control panel (mobi) has performed a cold start and lost all parameter. Following the recommendation from draeger tech support the biomed reloaded the software onto the pcb and re-entered all parameters. No parts have been replaced. The device was returned to use without further problems reported. Finally, the root cause for the observed issue could not be determined. A hint for a hardware error could not be found. In case of a ventilator failure during automatic ventilation, the ventilator initiates an autonomous shutdown while changing mode to man/spont (safety mode) and generating the appropriate ventilator fail alarm. Manual ventilation in man/spont-mode and switched off-state remains possible. The number of similar cases, related to the same symptom, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that while on a patient, the unit displayed a ventilator failure. No patient injury reported.

Manufacturer narrative:
The investigation is still ongoing. The results will be provided with a follow-up report. The device has no UDI as a UDI was not required at the time the device was manufactured.

Event description:
It was reported that while on a patient, the unit displayed a ventilator failure. No patient injury reported.